Event description:
Customer reported a cracked or shattered touchscreen on the pump, rendering the touchscreen illegible and preventing interaction with the pump. There was no adverse impact to the customer¿s blood glucose level. Technical support confirmed the need for pump replacement and arranged for the shipment of a new pump,. No further details regarding backup therapy were shared by the customer.